Event description:
It was reported that during procedure to treat 80% stenosed heavily calcified left superficial femoral artery (sfa), the jade balloon was inflated to 16-18 atmospheres (atm) and burst. Upon removal, the balloon membrane separated from the catheter. The balloon membrane was all successfully retrieved using a snare with nothing left in-vivo. No further complications occurred and the patient was in stable condition. The physician believed the balloon burst due to the calcified artery. The date of event will be estimated as 04/23/2025.

Manufacturer narrative:
The date of event will be estimated as 04/23/2025.